Event description:
It was reported that reading indicated low impedance, with readings less than 70 ohms. No pt symptoms, treatment, or outcome was reported. Multiple attempts were made to obtain additional info; no additional info was available.